Event description:
Healthcare professional reported, "rupture. And uncomfortable feeling/pain in the right breast". Device has been replaced.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: encapsulation (<50% of the area), opening on posterior and underweight. A visual and microscopic analysis was performed, which identified crease sharp opening on posterior, crease fold, wear abrasion and red particles in the shell. Base on the device analysis, the final assessment is: an opening crease sharp on posterior assessed as fold flaw opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture and uncomfortable feeling/pain in the right breast". Device has been replaced.